Event description:
Event 1: IV pump had battery failure and even though it was plugged in the pump shut off and magnesium was running. Event 2: pt arrived from or after liver transplant with norepi pump beeping battery failure despite being plugged in. These were two separate events with two separate pumps manufacturer response for infusion pump, sigma spectrum (per site reporter) baxter is on-site replacing pump backs and checking batteries